Manufacturer narrative:
Insulin pump was received with frozen display then constant tone due to cold solder joint of connection on motherboard. With a test motherboard, all the buttons functioned properly and no moisture damage on keypad traces. Keypad connector was fully locked. Unit had cracked reservoir tube lip.

Event description:
Customer reported via phone call that display screen was fronzen. Customer also reported that buttons were not responding. Customer's blood glucose was 151 mg/dl. Customer was advised that insulin pump would need to be replaced.